Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of total power failure alarm but could not confirm the charging issue. Performance testing could not reproduce the total power failure alarm. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the internal battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed a total power failure alarm. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed a total power failure alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported total power failure alarm was confirmed. The reported device failed to charge its internal battery could not be reproduced. The investigation results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference (B)(4).